Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the thermogard ivtm system (sn (B)(4)) displayed m ID: 09 (air trap assembly) error message during power on. No patient involvement.